Event description:
The customer reported false low k (potassium) and cl (chloride) results were generated when using the unicel dxc 800 synchron system. The customer stated 10 samples were affected. Na (sodium) was suppressed, i.e. No results were generated. The test results were not reported out of the lab. The samples were repeated on another instrument and those results reported. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Qc (quality control) was run prior to the event and was within the laboratory's established ranges. Qc was not run after the event. Proservice shows that the customer had successfully calibrated na (sodium) at 10:55 pm the evening prior on (B)(6) 2013. Starting at 4:17 am on (B)(6) 2013, calibrations started to fail. Multiple attempts through 8:30 am failed. Hotline had the customer perform the twice weekly maintenance, at which time the customer found the tubing on the top of the sample probe was loose and reseated it. Calibration then passed. The field service engineer (fse) evaluated the instrument and found that the top section of the flowcell was clogged and greenish in color. The fse cleaned it with dilute bleach. The fse also replaced the co2 (carbon dioxide) membrane. These actions were incidental to the reported problem. Identified failure mode: failure mode was loose tubing at the top of the mc sample probe (473435). Tightening the tubing fitting resolved the issue. The dirty flowcell was not the cause of the calibration failures and sudden erroneous results.